Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a prostyle device after a percutaneous transluminal angioplasty interventional procedure with an 8f sheath. Reportedly, a cuff miss [suture retrieval issue] occurred. Manual compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported needle to cuff miss was confirmed as a mal position of the device. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The cause of the difficulty and the subsequent treatment is related to the circumstances of the procedure. In this case, based on the reported information and the returned device analysis it is likely a malposition of the device occurred not a needle to cuff miss. There is no indication of a product quality issue with respect to manufacture, design or labeling. D1 correction: brand name updated d2a correction: common device name updated d3 correction: name, address updated.